Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was not capturing at 6.5 volts in both bipolar and unipolar configurations. The patient was in atrial fibrillation with a conducted rate of 60bpm. A lead revision procedure was done, and this lead was successfully repositioned. This lead will remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.